Event description:
It was reported that the patient presented for in-clinic follow up with syncope. Device interrogation revealed no sensing and loss of capture noted on the right atrial (ra) and right ventricular (rv) leads. An x-ray was performed, and both leads were dislodged due to twiddler¿s syndrome. The physician explanted and replaced the ra and rv lead. The patient condition was stable.